Event description:
A customer contacted baxter's technical service center to report being overfilled with the homechoice (hc) machine in 2008. The home pt (hp) has been in the hospital since that day (report date was 2/29/08). He stated that he woke up in dwell 2 of 4 with severe abdominal pain. He did not do a manual drain at the time of the pain. The hp stated that when he got to the hospital, they drained 5300 ml from him. The hp stated that he had bypassed a low drain volume alarm in day drain 1 of 1 and he did not check before bypassing. The technical service rep (tsr) was not able to obtain any further info. The hc machine was not with the hp at the hospital. During a follow up call, the nurse stated that this pt is now doing well. He is currently performing hemodialysis because he was having problems with this catheter, but there was no pt injury or medical intervention associated with this report.